Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The system was programmed off and then explanted. A transvenous system was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The system was programmed off and then explanted. A transvenous system was successfully implanted. There were no additional adverse patient effects.